Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during skin closure, the surgeon gently pulled the suture with a curved needle, and it broke immediately as soon as it was pulled. The defective suture was immediately cut and removed from the skin, and a new suture was used instead, to complete the case. The suture breakage led to prolonged surgery time.

Event description:
According to the reporter, during skin closure, the surgeon gently pulled the suture with a curved needle, and it broke immediately as soon as it was pulled. The defective suture was immediately cut and removed from the skin, and a new suture was used instead, to complete the case. The suture breakage led to prolonged surgery time. There was no patient injury.

Manufacturer narrative:
Additional information: b5, g3, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.